Event description:
It was reported that the patient experienced crusting, skin breakdown and skin dehiscence at the implant site which leads to device non use.

Event description:
It was also reported that the patient underwent a revision surgery to advance the skin flap to close the exposed implant on (B)(6) 2025 under general anesthesia.

Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. The patient was treated with oral and topical antibiotics. The implanted device remains.